Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2021, a correction was noted under d4. Unique identifier( UDI) field as it was originally populated as (B)(4) " and it should have been processed as " (B)(4)

Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and observed on 12/23/2020 that the brim cap was found detached in the dilator. The hemostatic valve and friction ring were not returned. No cracks were observed on the brim cap. However, there are some glue residues observed inside the brim cap. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of the brim cap detached was also assessed as MDR reportable. The awareness date is 12/23/2020. The device evaluation was completed on 1/11/2021. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. During the procedure, backflow of blood occurred on the sheath entrance port where the wires are introduced on the sheath. The hemostatic valve dislodged from the location where it should be but did not break. No air was introduced into the body. Hemodynamics was not compromised (50ml of blood was lost) and no intervention was necessary. The sheath was replaced and the issue resolved. There was no report of patient consequence. The device was inspected and the brim cap, hemostatic valve and friction ring were found detached in the dilator. The hemostatic valve and friction ring were reviewed and no damage was found. No cracks were observed on the brim cap. However, there are some glue residues observed inside the brim cap. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The issue related to the hemostatic valve separated was confirmed. The root cause of the hemostatic valve dislodgement could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. During the procedure, backflow of blood occurred on the sheath entrance port where the wires are introduced on the sheath. The sheath was replaced and the issue resolved. There was no report of patient consequence. The hemostatic valve dislodged from the location where it should be but did not break. No air was introduced into the body. Hemodynamics was not compromised (50ml of blood was lost) and no intervention was necessary. The event was assessed as a MDR reportable hemostatic valve separation issue.